Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen a year ago and the longevity remaining was about four years. At the most recent follow up, however, the device is exhibiting eri. The device was sent to engineering for battery performance analysis and battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. Technical services (ts) has recommended device replacement because of this anomaly. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen a year ago and the longevity remaining was about four years. At the most recent follow up, however, the device is exhibiting eri. The device was sent to engineering for battery performance analysis and battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. Technical services (ts) has recommended device replacement because of this anomaly. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported. Additional information: surgical intervention was performed to explant and replace device. The device has been returned and this report is updated with the product investigation results.